Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 260 mg/dl. The customer stated that they had received the multiple insulin flow blocked alarm. The customer stated that they have tried all remedies and do not want to perform troubleshooting. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The product will be returned for analysis.